Manufacturer narrative:
Product ID: 3889-28, lot# va1zufm, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they were notified on 2019-nov-01 that the patient was scheduled for a revision but they did not know the reason why. The patient said the stimulation had bothered them for roughly a month. On (B)(6) 2019 the patient reported the unwanted stimulation to the rep prior to the revision. Troubleshooting done and patient weight were unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
This information was previously reported in regulatory report #3004209178-2019-13322. However, it was later determined that this pertained to a different device. Concomitant medical products: product ID: 3889-28, lot# va1zufm, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient complained of unwanted stimulation on their left side. The doctor performed a lead revision and a lead was implanted on the patient¿s right side (the same implantable neurostimulator was kept). There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1zufm, implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type lead. Analysis of the lead found that the lead body conductor had a short between circuits (overstress/damage). There were no significant anomalies. If information is provided in the future, a supplemental report will be issued.